Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial reporter was reported incorrectly. The actual initial reporter was : (B)(6). Note: initial reporter¿s phone number is :(B)(6) note: facility information: phone number : (B)(6) name: (B)(6) address: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, this complaint has been identified as a duplicate of ip-01004443 and ip-01004445. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint. In addition, mentor became aware that the patient experienced bilateral deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Facility phone number is (B)(6). The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex round moderate profile 200cc, catalog number 3542625, serial number (B)(4), lot number 6805584. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with saline mentor siltex round moderate profile 200cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.